Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was in the shower away from the water and was exposed to humidity. The customer's blood glucose level was 140 mg/dl. The customer cleared the alarm and insulin delivery was resumed.